Manufacturer narrative:
Upon receipt, two medtronic lead fragments were still attached to the pacemaker. The review of the interrogation and the pacemaker memory content revealed that the pacemaker switched to eri on (B)(6) 2010 at 18:29hr due to storage in a low temperature environment. Storage in low temperature environment was confirmed by the info from the mortuary. The eri was removed with a technical programmer and the pacemaker was stored at 37 degrees celsius and a reset of the eri was performed. A battery lead telemetry was performed and the battery values were 2.74v at 3.9 kohm, which is expected for an implantation time of 92 months. The calculated time to eri after reset was 1 year 9 months. During analysis, a switch into eri was not observed. The pacemaker was programmed to parameters as implanted: ddd / 30 ppm / 2.4v / 0.3 ms. The measurement of the pacemaker's output signal confirmed the programmed parameters. The pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specs. There was no indication of sensing and/or pacing problems. The pacemaker proved to be fully functional, not being eri yet (elective replacement indication). The review of the received documentation showed that the pacemaker was programmed to ddd / 30 ppm / 2.4v / 0.3 ms since last follow-up. The analysis of the statistics showed that the pt had a tachycardia on (B)(6) 2010 in the early morning. After the tachycardia, no more atrial sensing was documented. The pacemaker continued to pace in both atrial and ventricular channel until it switched into eri mode about 6hr later, due to a cold environment. In summary, this pacemaker did not show any sign of a material or mfg problem. It is completely within its specs. The analysis did not reveal any deviation from the specs that might have been related to the pt's death.

Event description:
Ous MDR - after an implantation time of approx 91 months, it was reported that the pt expired.